Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is showing an e22 alarm after he put a new battery in it. Customer stated that he changed the battery after a low battery alarm. Customer's blood glucose was 86 mg/dl at the time of the incident. Customer received a second e22 alarm after clearing the alarm. Customer tried 5 times to clear the alarm but it kept coming back up. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care provider instructions. Customer stated that he was unable to troubleshoot for an a23 alarm.

Manufacturer narrative:
The pump was received with a new software release detected alarm, followed by an external flash error alarm due to a problem isolated to the mother board. Unable to perform all functional testing including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime or excessive no delivery alarm tests due to the alarms. The pump was received with minor scratches on the lcd window, a cracked belt clip slot and a cracked reservoir tube lip.